Event description:
Please see attached FDA form 3500a sent to sourcemark, llc from (B)(6) hospital (B)(6) for description of event/problem as described to sourcemark, llc. Sourcemark has not been able to obtain any further information from the hospital relating to this event. Uf ref #: (B)(4).